Event description:
It was reported that an inappropriate shock was delivered involving this device and electrode. Artifacts were seen and high shock values were reported post shock delivery. The patient was going to be admitted to the hospital for an x-ray. A review of the device data by technical services (ts) suspected a possible sense b node sensing issue or the suture sleeve covering the sense b node. Ts discussed reproducing the signals to rule out electrode integrity damage. Ts also noted that if artifacts in primary sensing vector can be recreated, the secondary sensing vector should be observed for similar artifacts. If no noise/artifacts are seen in secondary sensing vector, the secondary vector should be kept as a permanent sensing vector. At this time the system remains implanted. Additional information noted that another inappropriate shock was seen involving this system. It was decided to explant the system. No additional adverse patient effects were reported.

Event description:
It was reported that an inappropriate shock was delivered involving this device and electrode. Artifacts were seen and high shock values were reported post shock delivery. The patient was going to be admitted to the hospital for an x-ray. A review of the device data by technical services (ts) suspected a possible sense b node sensing issue or the suture sleeve covering the sense b node. Ts discussed reproducing the signals to rule out electrode integrity damage. Ts also noted that if artifacts in primary sensing vector can be recreated, the secondary sensing vector should be observed for similar artifacts. If no noise/artifacts are seen in secondary sensing vector, the secondary vector should be kept as a permanent sensing vector. At this time the system remains implanted. Additional information noted that another inappropriate shock was seen involving this system. It was decided to explant the system. The electrode was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the noise, oversensing, high impedance, or inappropriate shock delivery observations that were reported clinically.

Event description:
It was reported that an inappropriate shock was delivered involving this device and electrode. Artifacts were seen and high shock values were reported post shock delivery. The patient was going to be admitted to the hospital for an x-ray. A review of the device data by technical services (ts) suspected a possible sense b node sensing issue or the suture sleeve covering the sense b node. Ts discussed reproducing the signals to rule out electrode integrity damage. Ts also noted that if artifacts in primary sensing vector can be recreated, the secondary sensing vector should be observed for similar artifacts. If no noise/artifacts are seen in secondary sensing vector, the secondary vector should be kept as a permanent sensing vector. At this time the system remains implanted. No adverse patient effects were reported.